Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The device stopped inflating, upon revision a hole in the cylinder, air presence and fluid loss were noticed. As a result, the device was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The device stopped inflating, upon revision a hole in the cylinder, air presence and fluid loss were noticed. As a result, the device was explanted and replaced. No further patient complications reported.